Manufacturer narrative:
Model number/catalog number: 72404130, serial number: n/a, batch/lot number: 1100492492, model/catalog description: belt cuff fgs 4.0 cm iz, d4 unique identifier (UDI): (B)(4), model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100639059, model/catalog description: control pump fgs iz, d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, it was reported a fluid loss in the balloon due to a hole close to the where the tube meets the balloon. The balloon was explanted and replaced. There were no additional patient complications reported.